Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working properly. Two weeks later surgical intervention was performed and the physician found a crack in the reservoir connecting tube. The reservoir was replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. Microscopic inspection of the reservoir found wear at a fold in the reservoir shell. The reservoir passed the leak testing performed. Based on the information, the reported observations were unable to be confirmed.

Event description:
It was reported that the patient presented with this inflatable penile prosthesis (ipp) that was not working properly. Two weeks later surgical intervention was performed and the physician found a crack in the reservoir connecting tube. The reservoir was replaced. There were no additional patient complications reported.